Manufacturer narrative:
Added g3/g4, h1/h2, h7. Upon further review, it was determined that no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 3007284313-2025-04393 was submitted in error and is hereby retracted.

Manufacturer narrative:
Added g3/g4, h1/h2, and h6.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The fsa reported the following to gore: on (B)(6) 2025, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® tri lumen catheter (tlc). It was reported that during the procedure, the grey extension tube was broken on the first pass. The wire was fed directly into the catheter. A second catheter was then opened and used for the next pass. There was no harm to the patient. The patient tolerated the procedure.